Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that about a month ago, the patient lost their program settings. The patient said when they lay in bed they have the stimulation increased and when they straighten their legs on their back the stimulation was no longer there; and when the patient sits up and move a certain way the stimulation is no longer there. The patient was redirected to their healthcare provider to further address the issue.